Manufacturer narrative:
The manufacturer previously reported a noise like a leakage was heard from inside a trilogy device. The customer alleges the oxygen concentration was fluctuating. The patient's oxygen saturation was reported to be 82% but recovered. There was no permanent harm or injury reported. The device was returned to the manufacturer for evaluation and no malfunction of the device was found. There was no noise heard coming from the device. The device's motor blower was replaced preventatively. The oxygen percentage was measured, and no fluctuation was observed or duplicated. There were leaks observed in the waveform data, but no malfunction of the device was observed. The issue is believed to have been caused by an external factor. The device's detachable battery was replaced due to a low state of health. The device's stirring fan, pollen filter and 43-micron filter were all replaced as per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.

Event description:
The manufacturer received information alleging a noise like a leakage was heard from inside a trilogy device. The customer alleges the oxygen concentration was fluctuating. The patient's oxygen saturation was reported to be 82% but recovered. There was no permanent harm or injury reported. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.